Event description:
It was reported that "patient had infected hip. Dr explanted pressit components and cemented in spacers."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as patient kept them. If additional information has been requested and if received will be provided in a supplemental report.